Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1051538. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that while using a bd intima ii¿ IV catheter prn adapter, the tubing ruptured and leakage occurred. The following information was provided by the initial reporter: when the nurse placed the intravenous indwelling needle into the patient, the blood returned well, but the extension tube of the indwelling needle was ruptured during the injection of iodahyol injection during enhanced CT, resulting in the outflow of drugs.